Event description:
It was reported that the pt's device had overdischarged. A physician mode recharge was performed by the MFR's rep and the device was able to be recharged. One lead will be replaced to due high impedances and no stimulation. No other symptoms or outcome were reported. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.